Manufacturer narrative:
Updated data: b2. B5. H6. Corrected data: d4. Full UDI was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that 6 years and 10 months following implant of the valve, the 23 mm non-medtronic transcatheter valve was implanted valve-in-valve. The patient was reportedly doing well.

Manufacturer narrative:
Updated data: b5. Corrected data: a2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was implanted in the patient's native annulus at an implant depth of 12 millimeter's (mm) on the non-coronary cusp (ncc) and 12.6 mm on the left coronary cusp (lcc).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, a computed tomography (CT) scan was performed that revealed the valve failed due to hypoattenuated leaflet thickening (halt). Additionally, thrombus/pannus formation on the valve leaflets and on the non-coronary cusp (ncc) was observed. A non-medtronic (edwards sapien) surgical aortic valve was planned to be implanted valve-in-valve.